Event description:
We received an allegation of questionable high results for 1 patient's sample tested with the elecsys troponin t hs (tnths) stat v2 assay on cobas e411 disk serial number (B)(6). The initial result at approximately 3:00 p.m. Was 22 ng/ml. This result was reported outside of the laboratory. A 2nd sample was obtained and the result at approximately 5:00 p.m. Was 5.0 ng/ml. Due to the difference in results between the initial sample and the 2nd sample, the customer repeated the original sample. The original sample was repeated at approximately 7:00 p.m. And the result was 8 ng/ml. This result was believed to be correct. On (B)(6) 2023 a 3rd sample was obtained and the result at approximately 10:00 p.m. Was < 5 ng/ml with a data flag.

Manufacturer narrative:
The calibration and qc data do not suggest a reagent issue. The investigation did not identify a product problem. The cause of the event could not be determined.